Event description:
As reported, during use in patient of this introducer that was inserted from the carotid artery, there was blood leakage from the hemostasis valve. The introducer was exchanged for another one to solve the issue, by removing everything and starting the procedure from the beginning. There was no allegation of additional intervention needed. There was no allegation of patient injury. Patient demographics not available. Follow up has started for this device return.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. On the other hand, the manufacturing records were reviewed for the lot number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
Further investigation was completed by the engineers at the manufacturing site. The root cause was supplier related. Supplier corrective actions have been taken in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One introducer was received by our product evaluation laboratory for a full analysis. Evidence of reported leakage issue was observed on the returned device. Blood residues were observed in the valve housing and sheath hub. However, leak testing was performed with and without 7.5f laboratory catheter inserted. No leakage was observed in any case. No visible abnormality observed on sheath body. Cut down was performed on the introducer. A crack was found in the valve housing. Blood most likely leaked through the crack and the thread line in the housing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.